Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. G4: additional 510(k) number is k101880.

Event description:
It was reported that the implant at tooth site #19 was removed due to pain. Pt came for a follow up. Dr revealed implant was moving & pat was having pain. Dr removed implant & placed bone graft for future implant.